Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years following the implant of a transcatheter aortic valve, severe restenosis and calcified valve leaflets were identified. The transcatheter aortic valve was reported to be deeply implanted, preventing movement of the mitral anterior leaflet, with trace mitral insufficiency (mean gradient 5 mmhg) and left ventricular ejection fraction of 54%. The transcatheter aortic valve was reported with gradients of 86/57 mmhg, along with centrally mild aortic insufficiency and moderate to severe paravalvular leak measured by 3d assessment as 6 × 2 mm. Subsequently, a valve-in-valve procedure was planned.